Event description:
It was reported that when using the bd pyxis¿ es server multiple station was in critical override and no medications were able to be dispensed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple station was in critical override. A technical support specialist (tss) dialed into the server and all listed stations, confirmed there were no critical override icons, and reviewed the critical override reasons, identifying that a user had manually enabled the override within a specific time window. The findings were shared with the customer along with screenshots, and the case was proceeded to closure. The system functioned as intended after the technical support specialist troubleshot the device.